Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After review of the device received this form is for the left breast prosthesis. Reason for device explant and/or reoperation: capsular contracture baker grade IV h6 patient code 3191: medical device removal the investigation of the returned device was completed by the failure analysis lab on 11/6/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture on the left breast. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent breast surgery with a 375cc mentor memorygel right breast implant and a350cc mentor memorygel left breast implant experienced bilateral capsular contracture baker grade IV on left side and baker grade ii on right side post procedure. As a result, patient underwent left sided unilateral removal with a 380cc mentor memorygel breast implant on (B)(6) 2020. Tumescent fluid was injected on the right sided implant. This medwatch form is for the right breast prosthesis.